Event description:
An (B)(6) female who presented for same day surgery on (B)(6) 2011 for phaco emulsification cataract left eye with an intra occular lens implant. She tolerated the procedure well without complications. Several days later complained of pain and diminished vision. She was diagnosed with endophthalmitis. The intra occular lens is not suspected as a source of the problem but the MFR requested that we report this to medwatch.